Manufacturer narrative:
As reported, the 5f non-cordis sheath would not retract during the attempt to deploy the sealant of a 5f mynxgrip vascular closure device (vcd). The physician deflated the balloon and manual compression was performed for 30 minutes or less. The patient recovered. The intended procedure was a diagnostic peripheral procedure. The product was stored in a controlled operating room (or) environment. There were no damages or anomalies noted to the device or packaging prior to use. Physician prepared the device per the instruction for use (IFU). The physician then pulled back with two bumps, opened the stop cock, shuttled the mynx down through the sheath. The user shuttled down completely with no significant resistance felt or excessive force. However, when he attempted to retract the sheath, it would not retract. The physician attempted to manipulate the sheath to facilitate its removal, however the sheath would not retract. Subsequently, the physician did not want to apply too much force, so he deflated balloon and removed everything at once. It is unknown if there was any suspicion that the sealant prematurely swelled. The physician stated that the patient's groin tissue was soft and there was no scar tissue so there was no apparent patient-related issue that would cause the sheath to not budge. There were no kinks noted in the sheath or device after removal from the patient. It is unknown if patient's hospitalization was extended or if any treatment was provided.   A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the sealant positioned over the balloon proximal bond. It was observed that the sealant appeared to have ¿swelled¿, which is indicative that it has been exposed to saline. The proximal end of sealant was found wedged between the advancer tube and the shuttle cartridge. This condition may have contributed to the device jam. A review of the manufacturing documentation associated with lot f1610202 was performed and no issues were noted that were considered potentially related to the reported complaint. The event reported as ¿device deployment jam¿ was confirmed due to the condition in which the unit was received for analysis. The exact root cause of the device deployment jam could not be conclusively determined. However, the reported event experienced by the customer may have been caused by the sealant swelling up and increasing the profile which may have caused resistance during the shuttle deployment step. Neither the device history record review nor the product analysis suggest that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4)     the device was returned for analysis, however, the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f non-cordis sheath would not retract during the attempt to deploy the sealant of a 5f mynxgrip vascular closure device (vcd). The physician deflated the balloon and manual compression was performed for 30 minutes or less. The patient recovered. The intended procedure was a diagnostic peripheral procedure. Physician prepared the device per the IFU. The physician then pulled back with two bumps, opened the stop cock, shuttled the mynx down through the sheath. The user shuttled down completely with no significant resistance felt or excessive force.  However, when he attempted to retract the sheath, it would not retract. The physician attempted to manipulate the sheath to facilitate its removal, however the sheath would not retract. The physician stated that the patient's groin tissue was soft and there was no scar tissue so there was no apparent patient-related issue that would cause the sheath to not budge. There were no kinks noted in the sheath or device after removal from the patient. It is unknown if patient's hospitalization was extended or if any treatment was provided.